Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, on the fifth inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with this device. There were no patient complications reported and the patient condition was good.